Event description:
It was reported that the patient presented in the hospital with pocket erosion. The whole system was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital with pocket infection. The implantable cardioverter-defibrillator was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.